Event description:
The account alleged the brakes would not hold on the bed.

Manufacturer narrative:
The accounts biomedical engineer found the brakes were not holding on the bed. The biomedical engineer stated the cam pivot appeared to be broken. The affinity service manual (man013re) documents a function check for the caster tires and central brake and steer as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc. And the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary.